Event description:
It was reported there was a temperature sensor malfunction. The rf (radio frequency) generator was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; error message temperature sensor not detected; analog printed circuit board assembly found out of mechanical specification (catheter connector leads twisted from board). Analysis also found the dispersive electrode connector and dispersive electrode cable were incorrect parts installed in field (device tampered with). Front bezel and rear bumpers were broken.